Event description:
It was reported that the pump and catheter were explanted due to infection. The pt was administered intravenous antibiotics. The pump contained lioresal. The pt recovered without sequela. Additional info has been requested from the hcp, but was not available as of the date of this report.